Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that the broach handle would not lock. The surgical delay is unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the corail2 anterior broach handle had impaction marks and nicks on areas that are not intended to be impacted. Additionally, the device exhibits and overall worn appearance consistent with repeated use. A functional test performed with a mating device laboratory sample and, although the handle was able to properly hold the broach as intended, the lever did not have a tight fit as minimal amount of force was required to open the locking mechanism. The observed condition of the broach handle can be attributed to an unintended use error since impaction forces applied to device on not intended areas could result on affecting the locking mechanism which is not designed to absorb them. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail2 anterior broach handle would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that the broach handle would not lock. It is unknown if there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.